Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2013. During the procedure, the blade would continued to rotate even after pressing the trigger. The aspirator switch was deactivated and the blade should have been able to be controlled when pressing the trigger. It was unknown how the procedure was completed. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.